Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-89809. Mfg. Report 1 of 2, medwatch report # 3004209178-2010-89808.

Event description:
The customer reported receiving no delivery alarms. The blood glucose reading was 417mg/dl, and he was treated with manual injections. Troubleshooting was performed, and the reservoir the plunger had greater than normal resistance. The customer mentioned being hospitalized due to high blood glucose. No further information was provided.